Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during approximately three attempts to create the ulnar vein an artery arteriovenous fistula (avf) through a medial brachial vein and brachial artery approach with the set of catheters, the venous catheter allegedly failed to cut the tissue. Reportedly, another set of catheters were used to create the fistula and complete the procedure. There was no reported patient injury.

Event description:
It was reported that during approximately three attempts to create the ulnar vein an artery arteriovenous fistula (avf) through a medial brachial vein and brachial artery approach with the set of catheters, the venous catheter allegedly failed to cut the tissue. Reportedly, another set of catheters were used to create the fistula and complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. Investigation summary: a sample evaluation was performed on the device. Electrode was slightly deformed. Electrode height was calculated per wiq1428900 and was found to be approximately 0.48mm. Venous catheter was kinked approximately 10cm and 13cm from the distal tip. A tissue cutting test was performed using porcine carotid artery; the device was unable to cut the tissue although signs of activation were present. The investigation results are confirmed as the failure mode was reproduced. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 08/2021), g4. H11: h3, h6 (results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.